Event description:
It was reported that during kit inspection, a fractured provisional was found. There was no patient involvement.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Review of returned instrument found it to exhibit signs of repeated use (nicked / gouged), that it has fractured in half and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.